Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was leaking. Report 2 of 2. The following was translated from french to english: safety pen needle with automatic double protection when the pen is not tapped exactly perpendicularly and very gently, the needle bends and it is likely that insulin is not actually injected into the resident. We believe that the insulin is not being injected because there is liquid on the resident's arm patient's current condition: we believe that insulin is not being injected because there is fluid on the resident's arm. Actions taken in the care facility to manage the patient: stop using dm.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution ?: yes d.9. Returned to manufacturer on: 27feb2024 h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10

Event description:
It wasreported that the bd ultra-fine¿ insulin syringe was leaking. Report 2 of 2. The following was translated from french to english: safety pen needle with automatic double protection when the pen is not tapped exactly perpendicularly and very gently, the needle bends and it is likely that insulin is not actually injected into the resident. We believe that the insulin is not being injected because there is liquid on the resident's arm patient's current condition: we believe that insulin is not being injected because there is fluid on the resident's arm. Actions taken in the care facility to manage the patient: stop using dm

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It wasreported that the bd ultra-fine¿ insulin syringe was leaking. Report 2 of 2. The following was translated from french to english: safety pen needle with automatic double protection when the pen is not tapped exactly perpendicularly and very gently, the needle bends and it is likely that insulin is not actually injected into the resident. We believe that the insulin is not being injected because there is liquid on the resident's arm patient's current condition: we believe that insulin is not being injected because there is fluid on the resident's arm. Actions taken in the care facility to manage the patient: stop using dm.